Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the display lens was found to be cracked around the perimeter. Investigation revealed the display screen was dim and discolored. The battery cap threads were damaged. A test cap was used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display lens crack, a dim and discolored display, and battery cap damage. This report is made based on results of the investigation performed on 07/27/2015.